Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative. The reporter attached a photo showing the test results that siemens was positive and celltrion was negative. Customer does not trust the celltrion diatrust test because it consistently came out negative despite symptoms of covid-19. Importer comments: due to the system functionality to not allow seller to leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc. Following by reporter's consent.